Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and two photos were available for evaluation. V isual inspection noted the reload was fully fired with the interlock engaged and the jaws were open. Staple marks could be seen on staple pushers. Functionally, the reload was loaded into a representative instrument. The interlock was overridden and the reload was cycled without hesitation or binding. Test media was cleanly transected. The reload interlock was tested and found to function prop erly. It was reported that the staples did not deploy from the stapler after the handle was squeezed. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the device was applied on over indicated tissue. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but two photos were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the staples did not deploy from the stapler after the handle was squeezed. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic gastrectomy, during fundus resection, the device was fired with no friction and when the jaws were opened, there were no staples. The device cut but no staples were deployed. Anastomotic fistula, peritonitis, and pleuropneumonia occurred due to the issue. The surgeon had difficulty laparoscopically suturing the tissue breach. The surgeon used another set of device to resolve the issue in order to complete the case. The stomach was closed and the remaining 4cm tissue was dissected and the tissue incision was extension more than 2.54cm (1 inch. The surgical time was extended for 2 hours. The patient's hospital stay was extended. The patient is still in the hospital to date.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic gastrectomy, during fundus resection, the device was fired with no friction and when the jaws were opened, there were no staples. The device cut but no staples were deployed. Anastomotic fistula, peritonitis, and pleuropneumonia occurred due to the issue. The surgeon had difficulty laparoscopically suturing the tissue breach. The stomach was closed and the remaining 4cm tissue was dissected. The surgical time was extended for 2 hours. The patient's hospital stay was extended. The patient is still in the hospital to date.